Event description:
It was reported the gastrointestinal videoscope experienced error code 216 - communication error. The issue was found during set up, before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noise image occurs. Based on the results of the investigation, a root cause could not be identified for the error code 216 - communication error. Device returned and not reproduced. Regarding the image noise, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of plug unit. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.